Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a laparoscopic liver segmentectomy procedure on an unknown date when it was reported, ¿a gas embolism occurred during laparoscopic segmental liver resection. The anesthesiologist noticed the abnormality and stopped the pneumoperitoneum. The surgery was then continued with re-pneumoperitoneum and completed successfully.¿. There was no report of medical intervention or hospitalization for the patient or user. The procedure was completed as planned. Further assessment found that there were no alarms or malfunction of the device. This report is being raised due to the reported injury of gas embolism having occurred.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 120v, was being used during a laparoscopic liver segmentectomy procedure on an unknown date when it was reported, ¿a gas embolism occurred during laparoscopic segmental liver resection. The anesthesiologist noticed the abnormality and stopped the pneumoperitoneum. The surgery was then continued with re-pneumoperitoneum and completed successfully.¿. There was no report of medical intervention or hospitalization for the patient or user. The procedure was completed as planned. Further assessment found that there were no alarms or malfunction of the device. This report is being raised due to the reported injury of gas embolism having occurred.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a serial number was not provided. The service history review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised to improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. To reduce the risk, use a low flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Check the position of the insufflation instrument immediately if the actual pressure rapidly reaches the nominal pressure value gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. We will continue to monitor for trends through the complaint system to assure patient safety.